Event description:
It was reported that this pacemaker was part of a system revision due to pain and swelling in the upper left extremity. The subclavian vein was found to be occluded. A new leadless pacemaker system was subsequently implanted. There were no additional adverse effects were reported. This pacemaker was explanted.